Manufacturer narrative:
Batch review performed on 23 july 2025: ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2436098: (B)(4) items manufactured and released on 23-jan-2025. Expiration date: 2030-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 2431856: (B)(4) items manufactured and released on 23-jan-2025. Expiration date: 2030-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had signs of an infection and the pathogen is unknown. At about 3 months post-primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.